Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced all the integrated multi-sensor technology (imt) tubing and performed testing, which was acceptable. The cause of the discordant, falsely low sodium, potassium and chloride results on patient samples was due to a malfunction of the imt tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on three of four patient samples on a dimension exl with lm instrument. Additionally, discordant, falsely low chloride (cl) results were obtained on two of the four patient samples. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.